Event description:
Pt received a burn on the right leg, there is also a burn mark on the drape. Operating room personnel heard a high pitched noise when they tried to cut. Sabre 180 gave an error code, but operating room personnel did not see what it was. The biomed engineer went to the operating room to investigate and found a broken 3m reusable, pt pad cable that was being used by the operating room personnel. This cable is not a conmed product.